Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50 serial #: (B)(4) description: infinion1x16 perc lead kit-50 cm model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm) model #: sc-4316 lot #: 17333111 description: next generation anchor kit-sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that one of the patient's lead had high impedance. It was confirmed that the reason of the impedances was due to lead had been frayed at the insertion site to the splitter and caused the loss of stimulation. The patient underwent a revision procedure wherein the leads and clik anchors were replaced and explanted both splitters. No device malfunction was suspected with the explanted product. The patient was reportedly doing well.